Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) was implanted via v-p shunt with unknown setting. A shunt failure was suspected, therefore, the valve was removed and replaced on (B)(6) 2022. It is unknown if the patient experienced any signs and symptoms. No additional information is available. The patient is in the follow-up.

Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot 166663, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.